Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is confirmed to be unavailable. This is the first of two reports from this facility. (B)(4).

Event description:
A nurse reported that ten knives were noted to be too dull to use during separate cataract surgeries. Alternate knives were obtained in order to subsequently perform the procedures. There was no patient involvement with the unsatisfactory knives thus, no patient impact. Additional information has been requested. Additional information received clarified that the knives were noted to be too dull while attempting to make the incisions during separate procedures. Patient details have been confirmed to be unavailable.

Manufacturer narrative:
A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).